Event description:
Imprecise testosterone (tsto) results were obtained on three patient samples on an advia centaur xp instrument. It is unknown which of the results is discordant and if any discordant results were reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the imprecise tsto results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed preventive maintenance. The cse also found some air in the acid tubing and purged it. The cse instructed the customer to perform daily cleaning procedure and run quality controls. The cause of imprecise test results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.